Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 230933.

Event description:
It was reported that the patient had an epidural hematoma at the spinal cord stimulation (scs) paddle site. The patient underwent an scs explant procedure and was doing well postoperatively. Explanted device components will not be return as they were discarded.